Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor memorygel, 400cc on the left, and 425cc on the right side, silicone breast implants which the left side ruptured and issue with capsular contracture, unknown grade after implantation. The report indicated breast and nerve pain, left side is larger and oddly shaped. Lupus / connective tissue disease. Severe pain in left breast, muscle pain, inflammation, eye sight worsened, arm pit tender. On (B)(6) 2019 MRI examination did not show rupture. The issue of left rupture and capsular contracture were confirmed by the physician. As a result patient scheduled for removal on (B)(6) 2019. This report is for the left side.